Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a fall-off test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a falloff test. The cause for the test failure was isolated to a missing r1 resistor from the ECG "b" pca board and a missing r4 resistor from the ECG "d pca board. The root cause for the missing resistors was a manufacturing error. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any problems.